Event description:
It was reported that during the explantation and replacement for routine device change out, it was noted that the insulation was peeled away on the lead. The lead tested normal and was repaired rather than explanted, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).